Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome didn't pass the calibration test. (New dermatome, never used). No patient contact / injury.

Manufacturer narrative:
Integra has completed their internal investigation on october 10, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device: found in good working condition. Hand piece passed function test and head assembly found in tolerance on all calibration points. Power supply found in good working condition. During evaluation all sub-assemblies were found in good condition and measured in tolerance. DHR review: no abnormalities related to the reported failure. No service history is on file for this device. Complaints history: no new design or manufacturing trend has been identified. Conclusion: the unit was found in good working condition with some scratch / wear damage to the blade bed and width clip. It¿s believed the clips were installed to tight causing added torque to the oscillating pin breaking down the grommet.